Event description:
Pt was treated from 9/22/1997 to 10/6/1997 with 1 vial hyalart weekly for gonarthrosis. Beginning on 10/7/1997, one day after application of hyalart, she showed complaints with massive bullous exanthema at the whole body. Further she suffered from burning sensation and reddening of the cheeks. The clinical picture was according to a massive allergic reaction. Drug discontinuation as well as remedial drug therapy with 100 mg prednisolut i.v. Let to regression of complaints within 10 days. Dermatological tests like "prick-test" and scarification with the preparation showed no indication for an allergic reaction. One day after skin testing relapsed flaming up of existing skin reactions. Test with rast-test was not possible. Dermatologist presumed relation to drug induced lupus erythematodes. Orthopedist reported that laboratory findings according to a beginning collagenosis. Further diagnostics will be carried out by an internist. Burning of the cheeks (pain) - from 10/7/1997 to 10/16/1997. Exanthema, generalized (rash) - from 10/7/1997 - 10/16/1997. Reddening of the cheeks (rash) - from 10/7/1997 to 10/16/1997.